Event description:
The customer reported that during reprocessing, the scope¿s channel tube cultured positive for an unspecified bacteria. As a result, a similar device was used to perform and complete the scheduled unspecified procedure. The procedure was not delayed more than 15 minutes. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning, disinfection, and sensitization (cds) checklist, the device evaluation, and the legal manufacturer's final investigation. The customer provided their cds practices which were reviewed by the legal manufacture and compared to the device instructions for use (IFU) recommendations. Bedside cleaning, bruising, and leakage detection was performed according to the device IFU. A unknown model olympus automatic endoscopic reprocessor (aer) was used to disinfect the subject device. The most recent reprocessing of the aer was performed on 20jan2022. Manual reprocessing was performed according to the device IFU with the recommended disinfectant jianzhisu. The last reprocessing date of the subject device by the user was 21dec2021. The last manual cleaning of the subject device was performed on 30sep2020 for 10 minutes, using the cleaning agent lanso zen. The water supply line was last disinfected 20may2020. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation including the biopsy tube was leaking, the bending section cover was leaking, the internal connector was corroded, all switch buttons were worn, the insertion section was slightly wrinkled, and the objective lens was slightly scratched. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could be determined. Leakage due to perforation of the biopsy channel was confirmed from the device inspection; according to the legal manufacture this leakage is likely an indication of insufficient reprocessing. The following is included in the IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.